Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot #va0lfjd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a recently implanted patient therapy was doing good until recently. The patient had been dribbling terrible since 4 days prior to call and a day prior to call. The patient turned stimulation up to 1.50v and it was hurting so she turned stimulation back down to 1.35v. There was no fall or trauma associated with the event. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.